Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was extended charge time noted on patient's device. The device was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. Bench testing was performed, and the device subassembly showed normal characteristics. The high voltage capacitors were analyzed and confirmed an internal damaged of a capacitor. Extended charge time was caused by an anomalous hv capacitor.

Manufacturer narrative:
Correction: number was missed in the initial report. This report notes the correct recall number.